Event description:
It was reported that during a lap sleeve gastrectomy procedure, after firing with a green reload, it was noticed that some of the staples were malformed and an incomplete staple line had been created. Another cartridge was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. How was the incomplete staple line fixed? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Unk. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? If so, what? Unk. How long has the surgeon been using this device for this procedure (in years)? Since the product first became available. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? Yes. Was the staple line incomplete or did it exceed the cut line? Yes.

Manufacturer narrative:
(B)(4). No device returned. The analysis results showed that one cartridge reloads was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no instrument was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.